Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for spinal pain. The hcp reported that the device is not working. They stated that the patient did not elaborate on what wasn't working, but the patient just felt it wasn't working for them and is in a lot of pain. No further complications were reported or anticipated.